Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The insulin pump had broken belt clip slot, cracked battery tube threads, reservoir tube lip, scratched lcd case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 408 mg/dl. The customer stated that her insulin pump has failed and the buttons were not responding correctly. The customer also stated that the pump is not delivering correctly. The customer stated that the numbers were ramping on their own. The customer stated that the scroll bar is not moving with any input. The customer was advised to monitor the time display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.